Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope had foreign material in the suction cylinder and could not be remove. In additional the scope also had reduced angulation. The event occurred during preparation for use, prior to a gastroscopy procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope suction cylinder was found clogged with foreign material and the foreign material could not be removed. However, customer reported angle insufficient was unable to be confirm during inspection and evaluation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no noted deviations from the instructions for use. Olympus will continue to monitor field performance for this device.